Manufacturer narrative:
The report of pump stoppage events and alarms was confirmed based on the submitted system controller log file; however, the cause of the events could not be conclusively determined based on this evaluation. The explanted pump was returned for evaluation. A section of the driveline was returned cut below the terminus of the pump end bend relief approximately 2.5 inches from the pump housing. A section of outer silicone sleeve with dacron velour measuring approximately 7 inches in length was also returned; however, the severed internal portion of the driveline inside this section of silicone, as well as the remainder of the driveline, was not returned for evaluation. Approximately 35.5 inches of the total length of the driveline was not returned for analysis. Electrical continuity testing of the returned section of the driveline extending from the pump housing revealed that all wires were electrically intact. The pump end bend relief showed no areas of damage and was properly connected to the nipple of the outlet housing. Visual inspection of the underlying wires revealed abrasion marks on the insulation of the black wire adjacent to the nipple of the outlet housing; however, close visual examination under a microscope and high potential testing revealed that the inner metal conductors were not exposed in this area. The remainder of the returned driveline segment was examined and appeared unremarkable. No areas of compromised wire insulation were identified. Visual examination of the pump¿s blood contacting surfaces, upon disassembly, revealed no evidence of depositions or thrombus formations that would have affected pump function. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not reveal a device-related issue that would have contributed to the reported event. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 5 months. The explanted device was received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a pump exchange on (B)(6) 2016. On the evening of (B)(6) 2016, the patient received a red heart alarm while at home when switching from battery power to the power module/patient cable configuration. The patient switched back to battery power and the alarm cleared. However, the patient then connected again to the power module with the patient cable, and the red heart alarm re-occurred. At this point the vad coordinators were contacted. The patient was asymptomatic during the event. Upon arrival at the clinic, the patient was placed on a power module via a modified patient cable. The system controller log files were obtained along with x-rays of internal and external portions of the driveline. During device interrogation, it was observed that the patient had the same incident occur on (B)(6) 2016 at 9:30am. The patient reported that on (B)(6) 2016, there was a power outage at his home while he was attached to the power module. The patient's system controller log files were submitted to the manufacturer's technical services for review. The data showed that (B)(6) 2016 there were a total of eight pump stop and eight low speed advisory hazard alarms, all of which appeared while the patient was connected to the power module with the patient cable. X-ray images of the patient's driveline showed a separation of the silicone jacket at the bend relief of the pump housing. It was decided that the patient would be issued a modified patient cable and be monitored in the hospital. The patient did not experience any other pump stops while connected to the power module using the modified ungrounded patient cable. The patient underwent a pump exchange on (B)(6) 2016, due to the original complaint of pump stops.